Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with several grafts and occluded native arteries, a pre-implant balloon aortic valvuloplasty was performed with a 20 mm non-medtronic balloon due to calcification. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and advanced towards the annulus. Once the dcs crossed the valve, however, a drop in blood pressure was noted. An attempt was made at valve deployment, but the depth was to shallow at 0 mm on the non-coronary cusp. The valve dislodged at 80% deployment. Following the dislodge, the valve was recaptured and withdrawn from the patient. The hypotension persisted and the patient became unstable, despite anesthesiologist management. Cardiopulmonary resuscitation was initiated, the patient was intubated, and the patient was shocked twice. Following the resuscitation, the patient stabilized. A non-medtronic valve was implanted in the patient. The events resulted in a 40 minute procedural delay. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: d4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.